Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware was proactively removed in a revision surgery on (B)(6) 2023 as the patient had another procedure and does not have much soft tissue, which the surgeon was concerned may present an issue in the future. Additional information indicates the patient's bones were completely fused/healed. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Based on the available information, removal of the hardware was proactively chosen by the surgeon to prevent potential future issues given the patient's limited soft tissue. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware was proactively removed in a revision surgery on (B)(6) 2023 as the patient had another procedure and does not have much soft tissue, which the surgeon was concerned may present an issue in the future. Additional information indicates the patient's bones were completely fused/healed. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.